Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that customer visited emergency room due to high blood glucose on (B)(6) 2020. Customer had blood glucose level over 400 mg/dl and got up to 560 mg/dl something when customer went to emergency room. Customer had blood work and tested urine in hospital. Customer was treated with manual injection and declined troubleshooting for high blood glucose. Customer mentioned that insulin pump had multiple insulin pump error but customer was able to rewind the insulin pump and passed self test. Customer did not mentioned whether automode was active during reported event or not. Insulin pump will not be returned for analysis.